Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 426mg/dl. The customer states they treated the highs with the pump. Troubleshoot was conducted. The customer declined to conduct the high pressure test. The customer was advised to contact their health care provider regarding their unexplained highs, and to try out a longer cannula. The customer was advised to call back if issues persist.